Event description:
A physician reported that during the implantation, a crack-like streak was found in the optical part.the surgery was completed without product replacement. The sample was not available since it was still implanted in the patient's eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).